Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell causing the infusion set tubing to become disconnected from the site. The customer's blood glucose was 350 mg/dl. Reportedly, the customer re-connected the infusion set tubing and resumed insulin delivery.